Event description:
Consumer reported complaint for the true metrix meter did not power on when a test strip was inserted. The customer had changed the meter's battery on 08/12/2024. During the call, the customer attempted a blood test using true metrix meter, but the test strip did not recognize the sample when applied. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/21/2025 and open vial date is few days ago. The customer feels well and did not report any symptoms. Customer advised that daughter had called the paramedics on (B)(6) 2024 as customer had almost passed out. When the paramedics arrived the customer's blood glucose was taken, and it was 27 mg/dl (undisclosed if fasting/non-fasting). The diagnosis was low blood glucose. Customer was only able to recall that she was given IV treatment and was not able to advise as to what her blood glucose level went up to when the paramedics left. Customer was not taken to the hospital.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting paramedics due to symptoms related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call on 27-aug-2024 to ensure the replacement products resolved the initial concern, customer stated they are comfortable with the readings from the replacement products.

Manufacturer narrative:
Sections with additional information as of 03-oct-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-7. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.